Manufacturer narrative:
Per device history report (DHR) investigation did not show issues related to this complaint. Assessment was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The MFR will continue to monitor and trend relating complaints.

Event description:
The event is reported as: complaint alleges: the clip was unable to be closed, because the mechanism does not function. Surgeon retrieved the clip, and nothing remained inside the pt. Another applier was used with no other issue, and no consequence to the pt. No pt injury reported. Pt current condition is fine.